Event description:
(B) (6) hospital (B) (6) reported to smiths medical international (B) (4) that the line near the pt detached from the luer connector. The product was in use for 3-4 days. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is (B) (4) and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (B) (4) by smiths medical international in (B) (4). The finished product is further assembled, packaged and sterilized by smiths medical international. One (B) (4) subassembly was received with the tubing separated from the male luer (mll) at the solvent bond. There was evidence that the tubing had been fully seated into the mll and solvent had been applied. The tubing and tubing taper of the mll measured within specification. There were no manufacturing issues noted and the DHR was reviewed and was acceptable. No root cause for the separation could be determined. The subassembly in question was manufactured in march 2008 on an automated assembly machine using non-dehp tubing. The tubing was changed to dehp in september 2008. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.